Event description:
It was reported since internal neurostimulator (ins) replacement surgery in (B)(6), 2011 the patient started having gran-mal seizures with cyanosis at the same time on fridays. The patient was put on anticonvulsants to no avail. Patient outcome is unknown. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
(B)(4)